Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that a portion of the wire detached from the device and remained inside patient's body. A 190cm samurai straight-tip guidewire was selected for a percutaneous coronary intervention (pci) procedure. During the procedure, the samurai device became blocked due to the positioning of a stent in the right coronary. When pulling, a portion of the wire detached inside the patient's distal part of the coronary. The tip was lodged in an un-retrievable location and the tip remained within the patient. The procedure was not completed and the patient remained hospitalized. No further patient complications were reported and the patient was fine.